Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for one patient sample. The initial result was 0.6 miu/ml using reagent lot number 16015003. The result was reported outside the laboratory. The initial result did not fit the patient's clinical picture. The patient was approximately one month pregnant. The customer replaced the hcg+b reagent with a new lot of reagent (lot 16250103) and performed calibration and quality control on the new reagent. Two levels of the quality control recovered out of range. The customer proceeded to repeat the sample on the same analyzer, using the new lot of reagent. The repeat result was 104.8 miu/ml and was reported outside the laboratory. The repeat result was considered to be correct because it was consistent with the patient's condition. The patient was not adversely affected by the event. The field service representative was unable to determine the cause and could not duplicate the problem. He visually inspected the system and ran performance tests which were within specification.

Manufacturer narrative:
The investigation determined the most likely reason for event might be that insufficient sample volume was pipetted due to bubbles or foam on sample surface or too low a sample volume. No adverse events were reported.